Event description:
Reporter complains of ruptured implant, hardened, deformed breasts, silicone-related atypical connective tissue disease, chronic fatigue syndrome (silicone related). Implant info availbale through attorneys (in possession of implants). Complete medical info available upon request.